Event description:
Information was received from consumer (con) via manufacturer representative regarding product used for spinal therapy. It was reported that patient underwent surgery believing she would recover from injuries but later injuries were not healing due to product failure was the direct and proximate cause of her permanent injuries and related damages including but not limited to permanent injuries, pain, suffering and loss of enjoyment of life. There were no further complications or symptoms reported regarding the event.

Manufacturer narrative:
B2: "undefined permanent injuries" d4: product identifiers are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.